Event description:
It was reported that the pump would float and was not hooked where it previously was since about six months prior to report. It kept ¿trying to get out of the incision¿, so the patient had to push it back down and put lidocaine on the incision. After being pushed down for a long time, the pump would ¿settle down for a little while¿. The refill nurses were aware of the issue, since they were the ones providing the lidocaine. They would give the patient two at a time and would ask if she needed more, every month, at the patient¿s refill. Additionally, it was reported that the area about five inches below the pump was very painful and had reportedly been that way for a couple of months. The area was a little bit warm to the touch, though it wasn¿t red or puffy from what the patient could tell. The patient was also checking her temperature to see if it was an infection, but it had been normal. It was indicated that, right after the implant, the patient was able to sleep on the pump. At that time, there was more pain at the incision in the patient¿s low back, than at the pump site. The patient had told her healthcare providers (hcp) about the issues, but no one seemed concerned. It was stated that, since the pump was implanted, the patient had not been able to see her physician, despite asking to see him. The patient planned on seeing her own internist on the day of report for an x-ray. If something was seen on the x-ray, which was not related to the pump, the internist could follow-up. It was indicated that the patient also experienced a return of symptoms. The dose had been increased a little about two months prior to report, but it did not seem to help at all, so the dose was increased a little more. The patient had previously gone eight months without asking for the dose to be increased. Her next refill was scheduled for (B)(6). At the time of report, the patient still had pain, but she could move and live with it. It was stated that the patient had been in bed for two years, unable to walk. She had severe low spine pain and her tailbone was removed. She would experience pain, even while lying in bed. It was stated that the patient was taken ¿cold turkey¿ off of pain medications prior to the implant of the device. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).